Event description:
It is reported that the pt who was on a low air mattress at time due to repaired physical mobility resulting from his left hip revision surgery, developed a stage iii pressure ulcer with slough/necrotic tissue '3.0 x 2.0 x 0.1 cms' covered base distal to the anus associated with prolonged pressure on tissue from fms tubes after twenty (20) days insitu. It is further reported that the fms was inserted filled with 45ml on (B)(6) 2014 related to the large amounts of liquid stool, and removed on (B)(6) 2014 related to stool solidifying. Lastly, it is reported that interventions carried out to treat this issue was off-loading and dressing; in addition the pt is stable requiring ongoing treatment and wound care.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for eval is not expected. Reported to the FDA on august 01, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.